Manufacturer narrative:
Product was discarded at the hospital. Investigation pending.

Event description:
In 2007, the sales rep reported that during a posterior cervical fusion, the surgeon was doing the final tightening of the closure tops and had a problem with a top. At first the surgeon thought the driver was stripped, so he changed drivers. Then the surgeon changed to another closure top and it worked fine. There was no delay in surgical time and no reported pt injury.